Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels in the past. The customer thought that the pump was not responsible for the low bg level; however, although requested, details of the event were not provided.